Event description:
This event occurred in another country. A pt on centrimag support underwent electrocautery procedure (valleylab force fx) in the chest cavity. When the electrosurgical unit (esu) was activated (monopolar coag mode) the vad impeller stopped and the message "motor fail" was displayed on the centrimag primary console. The power to the vad was cycled to restart. This problem has been confirmed in vitro using different units of the same type, both esu and vad. It appears that the magnetic field driving the vad impeller was disrupted by the esu. The effect was greatest in the coag modes.